Event description:
It was reported that; on (B)(6) 2012, surgery was performed (left: l3-l5, right: l3-iliac). After the surgery the patient complained pain because s2ai screw was irritating the skin. Further the surgeon found the breakage of the right s2ai screw. On (B)(6) 2017, the extraction surgery was performed. The broken screw tip did not be removed and remained to the patient.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: the definitive root cause of the event could not be determined from given information.

Event description:
It was reported that; on (B)(6) 2012, surgery was performed (left: l3-l5, right: l3-iliac). After the surgery the patient complained pain because s2ai screw was irritating the skin. Further the surgeon found the breakage of the right s2ai screw. On (B)(6) 2017, the extraction surgery was performed. The broken screw tip did not be removed and remained to the patient.